Event description:
It was reported that the casper x carotid stent was used to treat a patient with tandem occlusion, atherosclerotic plaque at the common carotid artery (cca) - internal carotid artery (ica) bifurcation. Vessel diameter measured 9mm proximal and 2mm distal. Peri-procedure dapt tirofiban and post-procedure dapt clopidogrel were administered. Reportedly, after the stent deployment, there was wall-adherent thrombus formation despite intravenous asa. Aspiration was performed but not all thrombus material could be removed and tirofiban was given and could dissolve the thrombus. Patient outcome and current status described as "temporally disoriented, nihss 3, mrs 2."

Manufacturer narrative:
The product reported in this report is an export device not cleared or approved for marketing in the us. This complaint is being reported based on this product meeting similar product criteria (similar to casper carotid stent - PMA# p210030). A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.